Event description:
Pt was to have undergone pci (percutaneous coronary intervention) with the use of a boston scientific rotablator arthrectomy device. The procedure was commenced, and the coronary artery was being manipulated. Prior to hooking the rotablator arthrectomy device to the patient, it was noted that the device was not working. The pt had chest pain and was unstable. Cardiac surgery was paged and arrived. The patient went into cardiac arrest, and a full code was called. The pt was placed on ECMO and underwent an emergency CABG x3. Shortly thereafter, the pt returned to the operating room re: bleeding. Patient in csicu in critical condition.